Manufacturer narrative:
Date sent to the FDA: 08/27/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2011. (B)(4) submitted for the adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery, recurrent ventral hernia repair surgery, exploratory laparotomy, release of small bowel obstruction, adhesiolysis and component release on (B)(6) 2011. It was reported that the patient underwent recurrent hernia repair surgery, extensive lysis of adhesions and component separation on (B)(6) 2012. It was reported that the patient experienced severe pain, dense adhesions, bowel incarceration, bowel obstructions, scarring, bulging, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/8/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.